Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after being dropped onto a counter, resulting in a nonfunctional screen and loss of watertight integrity; the user¿s blood glucose was 155 mg/dl and they transitioned to backup therapy, while continuing cgm use via the dexcom app or receiver. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and instructions provided for shutdown, return, and startup of the replacement device. Investigation included customer interview and assessment of device condition and functionality based on user report. Investigation of this case revealed physical damage to the touchscreen component consistent with impact, leading to impaired touch response and compromised enclosure sealing. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.